Event description:
Complainant alleged that medics were resuscitating a patient in semi-automatic mode operations and the device automatically discharged energy to the patient two times after "shock advised" determinations without the medics command. The medics responded to a residential call were the patient was experiencing chest pains. During initial assessment, the patient became unconscious and vital signs absent. The device was attached to the patient with multi-function electrodes and the medics initiated a auto-analyze sequence. The patient was presenting a coarse ventricular-fibrillation heart rhythm and the device returned a "shock advised" determination. The device auto-charged defibrillation energy and upon achieving the "charge ready" state, the device discharged the energy to the patient without the 'shock' button being depressed by a medic. The device automatically re-analyzed the patient a second time and correctly returned a "shock advised" determination and again discharged the energy to the patient without the 'shock' button being depressed by a medic. A paramedic crew also responding to the call arrived on the scene and assumed treatment of the patient. At some point, a third shock was administered to the patient. The patient was then transported to a nearby medical facility and prior to arrival, the patient was conscious and responsive. Care of the patient was then transferred to the receiving hosp. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.